Event description:
The pt reported experiencing blood glucose of 450 mg/dl. The pt's normal blood glucose level is 49-180 mg/dl. The pt switched to the backup infusion device and blood glucose levels returned to normal. No further info is available. The pt did not require medical assistance from the healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.